Event description:
It was reported that during an unspecified treatment procedure, the "balloon burst." The procedure was successfully completed with another of the same device. No patient injuries or complications were reported.

Manufacturer narrative:
An examination of the returned device revealed that a complete circumferential tear existed in the balloon material. The tear was located over the proximal edge of the distal markerband. Microscopic examination of the balloon material and of the markerband, could not identify any issues with the device that could cause such an incident to occur. A review of the manufacturing record for this batch (8094362) shows that the device met its material, assembly and product specifications. The root cause of the complaint incident could not be identified.